Manufacturer narrative:
The reported field event of inappropriate therapy was not confirmed in the laboratory. Review of the field event determined that the device delivered therapies normally based on how it was programmed. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to an unrelated device infection. It was noted that the patient had not been recently interrogated. Upon interrogation, three previous vt episodes where therapy was inappropriately delivered were noted. The first episode revealed the patient received inappropriate hv therapy for af with rapid ventricular response. The next episodes revealed v>a rate branch due to undersensing atrial events in post-ventricular atrial blanking period. The device was explanted.